Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-5690. Refer to for correction.

Manufacturer narrative:
Corrected data: brand name update: should be: hydrothermablator procedure set was: hydrothermal procedure set: should be: serious injury was: malfunction.

Event description:
It was reported to boston scientific corporation that a cervical leak had occurred during a hydrothermal ablation procedure using a hydrothermal procedure set (adult female patient; age and weight are unknown). According to the complainant, the patient had a retroflexed cervix, which required the physician to dilate higher than normal. The procedure was restarted after replacing the raytec (sponge). Reportedly, although the leak was corrected, due to a suspected clog in the tubing, no fluid circulation was occurring. The procedure was aborted. The patient suffered a first degree burn on the cervix that did not require any treatment.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.